Manufacturer narrative:
The sample was plasma. Na and cl qc prior to the event exhibited a low flier; however upon repeat qc was within range. Qc after the event was within the laboratory established ranges. A field service engineer (fse) replaced the carbon bridge and verified performance.

Event description:
A customer contacted beckman coulter inc (bec) in regards to an erroneous low sodium (na) and chloride (cl) results for one patient sample generated by the unicel dxc 800 pro synchron chemistry analyzer. The results were not reported out of the laboratory. The results were repeated on an alternate unit and higher results were obtained and reported. Patient treatment was not impacted by this event.